Manufacturer narrative:
The event date provided with initial report was incorrect. The correct event date has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call reservoir had leak at o ring. Customer's blood glucose level was unknown. Customer was unsure if leak was past first or second o ring. Customer reported that the insulin pump received insulin flow block alarm and the event resolved by changing complete set. Customer reported that the contacts on battery cap was also missing and belt clip pin keep sliding out. Customer reported they experienced hyperglycemia. Customer declined to troubleshooting for hyperglycemia. Reservoir will not be returned for analysis.